Event description:
It was reported via phone call that the insulin pump had a motor error alarm. Customer stated that the reservoir was leaking in the insulin pump. Customer also mentioned sweating at night. Customer's blood glucose reading at the time of the call was 11.3 mmol/l. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. However, the insulin pump was received with a corroded motor home switch. No traces of moisture were noted at the electronic assemblies during the visual inspection. The insulin pump was received with a corroded battery tube. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.